Event description:
Consumer reported complaint for meter not powering on when a test strip was inserted and for test results already being in meter when purchased. Customer stated today is the first time he is using the true metrix meter. The test strip lot manufacturer¿s expiration date is 10/31/2026. Customer stated that when he inserted a test strip, the meter did not turn on; customer then pressed the power button, and the meter powered on. Customer then had noticed the meter already had 2 test results of 132 mg/dl on (B)(6) 2025 at 1:45p and 108 mg/dl on (B)(6) 2025 at 12:49p. Customer stated that he had not taken any blood tests using the meter. Customer stated the kit had been sealed with tape on the bottom. The customer feels well and did not report any symptoms. No medical attention associated with the use of the products was reported. During the call, a back-to-back blood test was not performed by the customer.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.